Event description:
The end user hosp reported that during an injection into a pt's left coronary artery, air was seen to go down the left anterior descending coronary artery. On inspection of the manifold used in the injection, a crack was noted. The manifold was changed and the case completed. No complications were incurred as a result of this incident.